Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for the sars-cov-2 target when testing a previous patient's nasal sample during a validation run for 2 cobas liat analyzer using the cobas sars-cov-2 & influenza a/b assay. The same sample was tested three times and the following results were observed. The initial sample was tested on a the cobas liat system which yielded a negative result for all targets. The first retest for validation purposes of another cobas liat system generated a positive result for sars-cov-2 and a negative result for influenza a&b. The second retest for validation purposes of another cobas liat system generated a negative result for all targets. The positive result was not reported. No harm was alleged. An investigation is in progress to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Review of the curves indicated that the target detected was a true positive and not at the limit of detection (lod). It was confirmed that no potential contribution of the system to the positive call could be identified and the instrument is performing as expected. It was indicated that 5 positive quality control (qc) runs were performed on the analyzer before the alleged run #4836. The allegation of a false positive is most likely due to contamination.